Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation of a tumor after a trans-arterial chemoembolization, the temperature was unsteady and it suddenly rose from about 20 degree celsius to 40 degree celsius or 100 degree celsius or dropped. When the needle was reconnected, the temperature kept at 21 degree celsius and stopped changing at all which was also unnatural. Another antenna was opened and prepared, and the temperature got steady. There was no patient injury.